Manufacturer narrative:
The reported issue with pressure transducer test failure - expiratory valve test failure occurred on ventilator. Initially the issue was reported to in abundance of caution as it may represent a reportable event. Further evaluation of the issue revealed, that this failure was received during pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. This situation is not-safety related, the issue will be noticed before use and appropriate measures taken, therefore is has been evaluated as non-reportable incident. The device was inspected and reported issue was confirmed in service report and problem description. Device's logs were incomplete. The issue was related to expiratory channel printed circuit board and was solved by replacing this part. The device passed all performance tests and could be returned to clinical use. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel printed circuit board.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed expiratory valve test failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).